Event description:
There was heavy blood leaking between the controller and the disengagement button of the device. The doctor estimated the total blood loss due to this leaking is around 200 ml. Patient outcome - "there was not any reported adverse event on the patient when this report is issued."

Event description:
There was heavy blood leaking between the controller and the disengagement button of the device. The doctor estimated the total blood loss due to this leaking is around 200ml. Patient outcome - "there was not any reported adverse event on the patient when this report is issued."